Event description:
It was reported by service report that both head-end siderails would not lock in the upright position, and the power cord plug was missing the ground prong. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: power cord plug was missing the ground prong. Both head-end siderails were not locking in the upright position due to broken timing links.